Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported rash could be confirmed, therefore a definitive root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report a dry, bumpy, red, quarter sized rash that required medical intervention. The sensor was inserted on (B)(6) 2015, and the rash was noticed on (B)(6) 2015. The patient was taken to the doctor on (B)(6) 2015. Patient was prescribed mometasone furoate cream for the affected area. No additional event or patient information is available.